Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultramini meter is giving inaccurate high reading of 400 mg/dl compared to normal reading/feeling. This complaint is classified according to the documentation of the customer care advocate. The patient¿s diabetes is not managed with any diabetes medication. The patient reportedly received the reported elevated readings on (B)(6) 2013 at 5 pm. At around 5:30 pm, the patient took 5 units of humalog insulin. It was noted that the patient was tested on an emergency medical service meter at 22 mg/dl. The patient did not have any symptoms at the time of concern. During troubleshooting, the patient confirmed the unit of measurement was correctly set. There was no test strip at the time to perform a quality test. This complaint is being reported because the patient had reading of 22 mg/dl after he took insulin based on the alleged lfs meter readings.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.